Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient could no longer get stimulation in her pain areas and experienced stimulation in unintended area. Imaging was done and revealed lead migration. As a result, the patient's scs system was explanted on (B)(6) 2015.